Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional d4: additional device information - correction g6: follow-up number - additional h2: if follow-up, what type - correction

Event description:
Subsequent to the initial MDR, a correction is required.